Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during the case, the balloon burst. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B)(4).